Event description:
Related manufacturer report number: 2017865-2024-33573. Additional information received notes that the right ventricular lead exhibited low pacing impedance. Imaging revealed that both this lead and the atrial lead were subject to clavicular crush. Both leads were explanted and successfully replaced. The patient was stable and asymptomatic.

Event description:
It was reported remote follow up that the right ventricular lead exhibited oversensing due to noise. No intervention was reported. The patient was stable and asymptomatic.